Manufacturer narrative:
Product complaint # (B)(4). The product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned product revealed that one opened sample product code sxpp1a405 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have one side broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number qbmsue /sxpp1a405, and no non-conformances related to the reported complaint condition were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent a total knee replacement procedure in 2021 and barbed suture was used. The tab at the suture end was not whole. Upon evaluation of the returned device, it was noted that the fixation feature was broken during use. No further information was provided.